Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer; however, the user facility did not allow the technician to perform a full investigation as they wanted to conduct their own investigation first. From what the technician was able to visually inspect, the root cause of the reported event is likely attributed to the unit's contactor becoming stuck in the closed position subsequently causing the drying components located in the washer's chamber to overheat and the reported event to occur. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported flames were observed on top of their reliance synergy washer. The fire department was dispatched. No report of injury or evacuations.